Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient attended a scheduled appointment with his endocrinologist at the (B)(6) hospital at 1:00 pm. Prior to the visit, the patient reported receiving multiple high cgm alerts throughout the day, though he could not recall the exact values. At approximately 3:00 pm, following the appointment, the patient left the hospital and began driving. Va police observed that the patient appeared incoherent and intervened, escorting him to the (B)(6) hospital emergency room (ER). Upon arrival, the patient¿s bg was measured at 55 mg/dl, while his cgm continued to display elevated readings (specific values not provided). No medications were administered. The patient was given orange juice and cranberry juice and reported feeling better afterward. He remained in the ER for approximately two hours and was discharged into the care of his brother. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.